Event description:
Consumer reports toothbrush neck breakage during use. This is reported as malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
Conclusion: brittle breakage of the plastic material that makes up this product has been investigated and addressed by CAPA #(B)(4). The root cause was determined to be insufficient dying of the resin material prior to injection molding. Corrective actions have been identified and implemented. Refer to CAPA for details.